Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan canada alleging that a one touch ultrasmart meter was reading inaccurately high. The patient manages her diabetes with self-adjusted insulin (unspecified type). It is not clear as to what date/time the patient felt as though the alleged meter issue began. The same day, at 6:30 am, the patient tested her blood glucose on the reported meter and got "6.7 mmol/l." That same morning, the patient "took regular insulin," ate, and then went to work. At 9:00 am, the patient tested her blood glucose and got "10.9 mmol/l." The patient explained that she rarely gets readings over "10.0 mmol/l." Around 10:30 am, the patient claimed that she developed symptoms of sweating and shakiness. She tested her blood glucose at that time and got "3.7 mmol/l." The patient administered self-treatment at 10:39 am by drinking juice, which helped to relieve her symptoms. The patient's blood glucose was not tested on another device during the time of concern. It would have been helpful to know the following information: what date/time the alleged meter issue began, her testing frequency, her medication and diabetes management regimen, if the patient felt as though the result of "6.7 mmol/l" was inaccurate, what insulin the patient took on the day of the event, and if the patient took insulin based on the "6.7 mmol/l" reading. In addition, it would have been helpful to know if the patient ate less food on the morning of the event, if the "6.7 mmol/l" was abnormal for her, what meter reading the patient expected when the result of "10.9 mmol/l" was obtained, what actions the patient took in response to the reading, and what actions the patient took before developing the reported symptoms. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers, but was not cleaning the puncture site correctly. The meter test strips, and control solution were replaced. The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. Based on the information provided, the complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.